Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "undergoing an annual ultrasound scan, I was diagnosed with a rupture of the right implant MRI confirmed rupture". Device remains implanted.